Event description:
A patient reported that their device was not charging or recognizing a charge when plugged into a power source. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.